Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial number (B)(4) found that the connector pin was bent. (B)(4).

Event description:
The consumer reported that the recharger had a recharger battery is low screen and it was plugged in but not taking a charge. The patient stated that the desktop charger connector pin did not go in perfectly straight and was bent. The patient reported that he had more pain since he was not able to charge the implant. The change in therapy or symptoms was considered sudden. A replacement was sent. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.